Event description:
It was reported during procedure, the implantable neurostimulator (ins) and lead was never implanted due to high impedance readings on electrodes 0 and 1. It was stated a different product was used and the issue was resolved. It was noted there were high impedances on combinations 0 and 1 for ¿every possible one.¿ the lead was removed and tried trying off several times and plugged back in and retested. It continued to be a problem so the lead was replaced, a new lead was plugged into the ins and the same thing happened. They tried drying off the inside of the ins again and again with no success. Finally the ins was replaced and everything came back normal. It was stated the patient was alive with no injury. It was reported there were high impedance readings on some of the bipolar pairs. It was stated after seeing high impedances on just 0 and 1 electrode; the representative ran the test again and got more varying high impedances. The lead was pulled out and replaced, and then he was getting high impedances on just the 0 electrode. The lead was pulled out and wiped down during this process.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06101, product type: lead. Analysis results were not available as of the date of this report. (B)(4). A follow-up report will be submitted when analysis is complete.